Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR report # 80301020-2011-00197.

Event description:
The head nurse has reported that when they were about to attach the post to the coupling it didn't fit. There was no adverse consequence to the pt.